Event description:
The nurse of a (B)(6) male pt contacted zoll customer support to report that the pt was receiving a service code 204 (belt/monitor unusable). The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. As received, the belt failed incoming testing. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a broken j702 connector. The root cause for the broken j702 connector was unable to be positively identified but is likely due to excessive force. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.